Event description:
It was reported that a small piece of plastic (0.5cm x 2mm) on the tip of the device was missing from the tip of the instrument immediately prior to taking patient to recovery. It was not known at what point the piece broke off. The piece could not located and it is unknown whether the piece was retained in the pt. There was no pt consequence.